Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve in a patient with pre-existing 1st degree atrio-ventricular (av) block, the patient developed dizziness prior to hospital discharge. Two weeks following the valve implant, a permanent pacemaker was implanted due to the dizziness symptoms and continued 1st degree av block. No additional adverse patient effects were reported. Additional information was received that per the physician, the dizziness might be from the post-implant balloon aortic valvuloplasty that was performed twice due to residual moderate paravalvular leak, or the pre-existing first degree av block putting the patient at a high risk of av block post valve implant. After the pacemaker implant, the patient was reportedly stable.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Patient and device codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve in a patient with pre-existing 1st degree atrio-ventricular (av) block, the patient developed dizziness prior to hospital discharge. Two weeks following the valve implant, a permanent pacemaker was implanted due to the dizziness symptoms and continued 1st degree av block. No additional adverse patient effects were reported.